Manufacturer narrative:
Date rec'd by MFR: 01aug2019. Correction to the resolution: it was the oxygen source at the hospital facility that was adjusted in order to resolve the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. No parts were replaced so no parts are expected to be returned for failure investigation.

Event description:
Further information was received from the international fse (field service engineer) that the problem that the customer reported was that the ventilator's oxygen values were inaccurate. There was no patient or user involvement.

Manufacturer narrative:
Date rec¿d by MFR : 24jun19 , date of report : 31jul19. Further information was received from the international fse (field service engineer) that the problem that the customer reported was that the ventilator's oxygen values were inaccurate. While the customer was troubleshooting with the fse, it was confirmed that the ventilator had a low oxygen supply pressure. The fse reported that the customer adjusted the ventilator's oxygen settings and the problem was resolved. The ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. A follow up repot will be submitted once the evaluation is complete.

Event description:
The customer reported that the ventilator's display is inaccurate. There was no patient or user involvement.